Manufacturer narrative:
The device was not disclosed for arjo evaluation. According to the information gathered, the patient operated the ceiling lift on their own. The reason for using the ceiling lift and the patient¿s intention remains unknown. The cause of the patient¿s fall from the bed was use of the lift inconsistent with the instructions for use dedicated to maxi sky 2 (IFU, 001-15698-en). The instructions clearly state that the lift must not be operated by the patient, but only by appropriately trained personnel. - "patient lifting and/or transferring must be done by a trained caregiver as per the instructions found in this manual." - "warning: this product is not intended to be operated by the patient." Additionally, as per IFU, before use of the lift, the operator must ensure that there are no obstacles in the path of the transfer. It was reported that the hand control was left hanging and not secured to the spreader bar because its clip had broken off when the staff tried to attach it. This was allegedly due to the 4-point loop spreader bar (used during the event) being significantly thicker than the 2-point version. The manufacturer was informed of this issue. Upon evaluation, it was confirmed that the hand control is compatible with the 4-point loop spreader bar, and this compatibility had been verified during the design verification process. The hand control¿s geometry allows it to clip securely to the specified diameter of the spreader bar. The hand control's clip, a plastic component, may become damaged if excessive pressure is applied while attaching it to the spreader bar. The IFU indicates that the lift should be inspected for evidence of any external damage before every use of the device. If any issue is found, arjo should be called. In conclusion, the incident, which involved the bed being raised and the patient subsequently falling, was attributed to improper use of the ceiling lift¿specifically, it being operated by the patient rather than trained personnel, and the lift encountering an obstacle during use. The arjo device met its specifications, no issue was found related to the patient's fall. The arjo device played a role in the event involving the patient. The complaint was decided to be reportable due to the patient's fall. H3 other text : not disclosed for arjo evaluation

Manufacturer narrative:
The device is customer owned equipment with no service contract with arjo. The investigation is ongoing. The results will be provided when the investigation is completed. Section d4. UDI: (B)(4). The device is distributed outside the us and no gudid information exists.

Event description:
The maxi sky 2 ceiling lifts equipped with a 4-point loop spreader bar was positioned at the end of the track at the charging station near a bed. During the night, a resident reached the hand control and lowered the spreader bar below the bed's height. The spreader bar then hooked onto a rod of the bed. When the resident raised the spreader bar, it lifted the bed, causing the bed to tilt. The resident fell to the floor, sustaining a shoulder injury. The resident was transported to the hospital, where an x-ray revealed ligament damage. Since no bones were broken, the resident was released back to the facility. According to the information gathered, the patient operated the ceiling lift on their own. The reason for using the ceiling lift and the patient¿s intention remains unknown.